Manufacturer narrative:
The pump was received with intermittent buttons due to the corroded keypad traces. The pump was received with a cracked case at the display window corners and reservoir tube. The pump was also received with a minor scratched lcd window.(B)(4)

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 76 mg/dl at the time of the incident. Customer stated that his act and esc buttons were not working and were intermittent at best. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.